Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s drive support cap was sticking out. The customer pushed it back in. They were filling the tubing when they noticed the damage. Troubleshooting was performed. The customer¿s blood glucose level was 394 mg/dl. They treated their blood glucose with a bolus from the insulin pump. The device will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump was received with detached end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no deliver during prime and no reservoir alarm due to detached end cap. Insulin pump received with minor scratched lcd window, detached end cap, loose drive support disk, corroded battery tube, cracked lcd window, cracked belt clip slot, cracked reservoir tube lip and stained address/serial number label.